Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was confirmed during testing when the left master tool manipulator (mtm) arm was released. The fse indicated that this may result to a movement from the master arm. The fse confirmed that there was a slight deviation in the horizontal calibration value of the left mtm arm. The fse recalibrated the mtm arm gravity position. The fse also performed the same calibration on the right mtm arm as a preventative measure. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance regarding the user observed that the instrument installed on universal surgical manipulator 1 (usm1) moved automatically. The customer received phone assistance from the technical support engineer (tse). The tse verified the event through the clinical sales representative (csr) who had knowledge of the issue. The csr confirmed that the system did not require matching grip when the reported event occurred. The csr was unsure if the surgeon's head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) monitor when the reported event occurred. The tse explained to the customer that usm1 may be inoperable when the reported event occurred, and the surgeon may not have been touching the left master tool manipulator left (mtm) arm. The tse reviewed the logs and confirmed error code 23075 towards the end of the procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system and instruments were inspected prior to use and there was no damage or anything out of the ordinary. A fenestrated bipolar forceps instrument was installed into usm1 at the time of the issue and the instrument would not be returned to isi for evaluation as there was no instrument issue identified. The reported event did not occur while the surgeon was attempting to manipulate the instruments from the ssc. The movements of the surgeon did not scale appropriately to the instrument. The usm arm moved automatically to the pelvic area and the reported issue was intermittent with no pattern was identified. There was no shakiness or friction that was experienced. There was no instrument to instrument or system arm to arm interference. There were no external collisions. The customer had stopped the movement via control with the grip master. There was no patient injury or harm that occurred from the reported event.